Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/ catalog number: sc-2138-50, serial number: (B)(4), batch/ lot number: 188439/ 190262, model/ catalog description: phase iii linear lead - 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.